Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was returned as non-complaint. Failure event observed during analysis. The device was analyzed in the lab and premature battery depletion was confirmed. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.